Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient was hospitalized due to an open wound. The patient had a pre-existing wound from heart surgery. The lifevest reportedly irritated the pre-existing wound. The wound was treated with an abd pad. The patient reported that the irritation was improving.